Event description:
It is reported that a customer experienced low blood glucose of 49 mg/dl. The customer states that the needle hub being stuck to the serter. The customer was advised how to correctly remove the needle. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.